Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separations were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is due the circumstances of the procedure. It is likely that an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. It is possible a suture snag occurred during harvest leading to the material separation. The guide separation may have broken during insertion and separated during removal; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information received stating during the procedure, the proximal end of the guide separated. The separated portion was successfully removed by hand. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 5f sheath. Reportedly, a suture break occurred after removal of the plunger. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.